Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility. This event is being evaluated under a formal investigation. A f/u medwatch report will be submitted when the investigation is complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Event description:
The customer reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, channel b of the pump was programmed to deliver an unspecified concentration of leucovorin, with a 360ml vtbi (volume to be infused), and the deliver was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted air in the tubing set up to the pt's PICC (peripherally inserted central catheter) access with no pump alarm. At that time, the nurse stopped the delivery. The nurse reported withdrawing blood and approximately 1ml of air from the pt's PICC access. The customer contact stated that the PICC access was flushed and capped off. There were no reported adverse pt effects. The pt's vital signs were reported as "ok." There was no reported delay of therapy critical to this pt. No medical interventions were required. The pump was removed from clinical service. The device passed testing at the user facility. Though requested, no add'l info was provided, including if therapy was resumed using a replacement device.